Manufacturer narrative:
The data acquisition printed circuit board assembly (pcba), central processing unit pcba, power management pcba, and motor controller pcba were returned to the manufacturer for failure investigation. The parts were tested, and no failures were identified.

Manufacturer narrative:
The customer stated that the device was being set up for use when the issue occurred, and there was no delay in therapy. The device was swapped out for another, and no medical intervention was provided to the patient noted. The field service engineer performed an evaluation and downloaded the significant event log. Identified error codes: the fse performed the evaluation and downloaded the significant event log. Identified error codes: 1006-da pcba adc failed & 111c-da pcba adc failed. Referred to service manual for recommended resolution and determined to replace da pcba and da-mc ribbon cable. The da-pcba & da-mc ribbon cable were replaced, which did not resolve the issue. The pm-pcba, mc-pcba, gds, & cpu-pcba were replaced that fully resolved the reported issue. The device passed the required performance verification tests per philips standards.

Event description:
The customer called into technical support (ts) reporting that the device shutdown while in use. It was stated that the device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user noted. The customer stated that the device was swapped out. No adverse event or medical intervention of the patient was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer found error check vent: da pcba adc failed and error vent-inop: data acquisition pcba adc failed error in the significant event logs. The rse advised per service manual of a suspected da pcb to mc pcb cable or da pcb for error and advised of a suspected da pcb for error. The customer requested onsite service. The rse dispatched a field service engineer (fse) to the site for repair.